Event description:
It was reported that when the device was used during a laparoscopic nephrectomy procedure. It was hard to close. A new device was opened to complete the case. There was no consequence to pt.